Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom air in line alarms which were not reproduced due to constant false upstream occlusion alarms. Air in line alarms were confirmed through review of the event history log. Utilizing the biomed options, the upper and lower ultrasonic sensor fluid readings were found to be out of specification (low). This condition was found to be caused by a failed upstream sensor. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump experienced air in line alarms. Any patient involvement, injury or medical intervention is unknown.